Manufacturer narrative:
Concomitant medical products: 60ml bd syringe heparin pf 50 units; 10ml bd syringe, (B)(4), lot number 7013697, exp (B)(6) 2019, 0.9% nacl; non-bd stopcock set; 10ml flush syringe; 3ml monoject syringe, therapy date unknown. No available code for undetermined or unknown cause. The customer did not report a specific event for investigation. Visual inspection of the set noted a surface fracture that developed into a crack on the female luer. Functional and pressure testing confirmed leaking at the connection of the female luer. Dimensional testing was performed; except for the cracked female luer, all measurements were within parameters. The cause of the leak was the crack in the female luer. The root cause of the crack is unknown.

Event description:
A product sample was received as an unexpected return. No additional details were provided by the customer, however, the investigation showed brown staining on the suspect set that resembled traces of blood, indicating the set likely failed during a patient infusion.